Manufacturer narrative:
(B)(4). The customer returned one dilator/sheath assembly for evaluation. Visual examination revealed the dilator hub was separated from the body. The separated hub contained remnants of the extrusion. The total length of the dilator body measured to be 6.93" which is within specifications of 6.75-7.25" per product drawing. The outer diameter of the dilator measured to be 0.108" which is within specifications of 0.107-0.110" per product drawing. The instructions-for-use (IFU) provided with this kit instructs the user, "holding sheath in place, remove spring-wire guide and dilator." The dilator was able to advance and retract from the returned sheath with minimal resistance. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in removing guide wire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary." The customer report of a separated dilator hub was confirmed by complaint investigation of the returned sample. The dilator passed all relevant dimensional and functional inspection, and a device history record review was performed with no relevant findings. Design likely caused or contributed to this event. A CAPA has previously been initiated to further investigate this issue. Corrective actions have not yet been implemented.

Event description:
"Md was performing the procedure according to IFU. Md found that the front part of the dilator was broken and not joined while the dilator was being attached to the sheath". No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
"Md was performing the procedure according to IFU. Md found that the front part of the dilator was broken and not joined while the dilator was being attached to the sheath". No patient harm reported. The device was replaced. The patient's condition is reported as fine.